Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 305 mg/dl and it was addressed with correction boluses via the pump. Reportedly, the customer stated that they didn't properly input all of the settings onto this replacement pump. However, during troubleshooting with tandem's technical support, it was noted that the settings were exactly the same as what was listed on the t:connect pump data. Reportedly, the customer declined elevated bg troubleshooting.